Event description:
While using a byte day aligners, patient reported that they are on their last aligners and instead of fixing their bottom teeth, their front tooth is not correctly aligned. The tooth is pushed down. Requested additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.